Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field complaints for capture, sensing and noise were confirmed in the laboratory. Suture sleeve tie down damage was noted at the proximal end and the outer coil and inner insulation were damaged. This could have contributed to the capture and sensing reported. Other damages found on lead are consistent with that occurring at the time of the explant. The lead was otherwise normal.

Event description:
It was reported that during implant the right ventricular lead experienced loss of capture, loss of sensing, noise, oversensing and high impedance. The lead was replaced.